Manufacturer narrative:
Correction: g3 - the awareness date of the previous supplemental report should have been 9 feb 2023, rather than 26 feb 2023.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and sensing anomaly. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported events of failure to capture and sensing anomaly were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that on (B)(6) 2023, the following day after an implant procedure that there was loss of capture and loss of sensing on the atrial lead. An x-ray was performed and revealed the atrial lead dislodged. The physician elected to explant and replace the atrial lead. The patient condition was stable.